Event description:
Seven incidents were reported regarding 5-fu using dosi-fuser from (B)(6) 2018. The dosi-fuser was designed to deliver the 5-fu medication in 46 hours infusion. However, the infusion time was finished 2-10 hrs earlier than the scheduled. Per MFR, the accuracy of the infusion time is +- 10%. The lot numbers in question are lot #172184l (6 incidents), 172177l (1 incident). There are 6 pts experienced the same problem; (1 pt experienced the problem twice). Lot #172177l: dk was scheduled on (B)(6) 2018 at 1510 (approx) for 5fu takedown. Pt called and stated her infuser was finished at 0830. At 1010, a nurse arrived and inspected the infuser. As per nurse observation, the infuser was completed. The chemo infusion finished for about 6 and 1/2 hrs earlier than the expected time. In addition, pt stated that "this happens all the time, I am not new to this device and it's always early." Ref # mw5075505, mw5075507, mw5075508, mw5075509, and 5075510.